Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the full lead was returned and analysis revealed that the defib conductor was distorted. It was noted that there was blood in/on the helix/lobe mechanism, there was a bent tip and the lead was damaged at implant.

Event description:
It was reported that during implant of the right ventricular lead, it was difficult to pass the lead through the vein. The lead kinked at the tip, and there appeared to be some coil separation. The lead was attempted but not used and a new lead was implanted. No patient complications were reported as a result of this event.